Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed health care professional in (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, during a monthly examination, the nurse detected the patient experienced peritonitis manifested by cloudy solution. On that same day, the patient was hospitalized for the event. The patient was treated with cefazoline (2g/day) and gentamycin (80 mg/day), daily, ip for, peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the healthcare professional. On (B)(6) 2012, the patient recovered and was discharged from the hospital. On the same date, all the treatment medications were also ended. The patient recovered from this peritonitis event.